Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) reached recommended replacement time (rrt) prematurely. It was noted that the icm had an incident where an algorithm falsely triggered rrt. The device remains in use. No patient complications have been reported as a result of this event.